Event description:
A falsely elevated troponin I result was obtained on a patient sample. It is unknown if the result was reported to the physician. A sequential sample produced a similar result. The sequential sample was run on an alternate methodology and a slightly elevated result was obtained. However, this result was reported as negative. The samples were all run on an additional methodology and negative results were obtained on all samples. It is unknown if patient treatment was prescribed or altered. There was no report of any adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
The probable cause for the falsely elevated troponin I result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.